Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, the malfunction is likely due to the following- no data transmission, no image, low light transmission and incompatible scope (e315), with the most probable cause traced to a component failure and dirt in the objective unit, for which the most probable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope had dirt in the objective unit, no data transmission, no image, low light transmission and incompatible scope. There was no patient involvement.